Event description:
Locking, elevated toilet seat was installed per instructions but came off toilet during use. The device was reinstalled on another toilet to be checked and it was found the locking device does not lock the seat on. When a person leans forward the "locked" elevated seat raises in the back. The user was sitting on the device and leaned forward. The device tilted forward and the user fell off the seat. The user sustained cuts to the forehead above the left eye that required six stitches.